Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on when a test strip was inserted. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began on the morning of the day prior. The patient stated that he manages his diabetes with both pills and insulin; however, it is not known what action the patient took regarding his diabetes management, as a result of the alleged issue. Approximately 3 hours after the issue began, the patient reported that he developed "low" symptoms and "almost passed out." In response to the symptoms, the patient claimed he treated self with glucose tablets. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, did not power on when a test strip was inserted. The patient was using the correct test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.